Manufacturer narrative:
Concomitant medical product: product ID: 9735737, serial/lot #: (B)(6); product ID: 9735737, serial/lot #: (B)(6); product ID: 29366. H3/h6: the logs from the software were analyzed. One set of logs contained insufficient information to determine the cause. Codes b01, c19, d15 apply. One set of logs confirmed the reported issue. Codes b01, c10, and d18 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was prompting error message 0016. The manufacturer representative (rep) stated they continued the procedure since the error message came up on the screen as they were taking samples. Once they finished taking samples they moved the system out the way and the rep re-homed the tu. After re-homing a warning sign popped up on the bottom. There was no delay and no impact on patient outcome. Additional information was received. It was reported that the cause of this issue was unknown. The site has done a case since then and they haven't gotten the error message again.